Event description:
Pt was in the operating room for a planned cardioversion. The defibrillator pads were placed and approved by the physician. Physician attempted to cardiovert the pt at 150 joules without success and then with 200 joules. A popping sound was heard accompanied by the smell of hair burning. Anesthesia staff observed an arc of electricity that went from the defibrillator pad to the ICD. After removing the pad on the front of pt's chest a horseshoe shaped reddened area was noted where the pad had been placed.